Event description:
It was reported the extension line was found leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material. After the catheter failed functional testing, the distal lumen was microscopically examined. A small slit was identified in the lumen. The slit was smooth and straight, which is damage seen when the lumen contacts a sharp object (i.e. Scalpel, scissors, needle, etc.). The inner diameter of the distal lumen measured to be 1.24 mm which is within specifications of 1.14-1.24 mm per product drawing. The outer diameter of the distal lumen measured to be 1.72 mm which is within specifications of 1.68-1.78 mm per product drawing. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "prepare the catheter for insertion by flushing each lumen and clamping or attaching the injection caps to the appropriate extension lines." Each lumen was flushed using a water-filled lab inventory syringe. When the distal lumen was flushed, water leaked from the lumen. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "to minimize the risk of cutting the catheter do not use scissors to remove the dressing." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The distal lumen contained a small slit with damage consistent with contacting a sharp object (scissors, scalpel, etc.). The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the extension line was found leaking during puncture on the patient. No patient harm reported. The patient's condition is reported as fine.